Manufacturer narrative:
On (B)(6) 2023, fujifilm corporation concluded the root cause investigation of ei-580bt. Peeling was observed on the side of the tip of the scope as an abnormality and is believed to have caused the positive culture. No other remarkable abnormalities were observed.

Manufacturer narrative:
This supplement is being submitted to FDA as a result of fujifilm corporation's commitment to perform a retrospective review of all mdrs submitted between (B)(6) 2021 and (B)(6) 2023, due to FDA 483 observations issued to fujifilm corporation on (B)(6) 2023. This supplement includes missing or incorrect information in the original MDR filing, and previous supplements where applicable.

Manufacturer narrative:
A supplemental report will be submitted pending investigation results.

Event description:
Fujifilm corporation was informed that ei-580bt endoscopes were cultured and tested positive. The date that the event occurred is unknown. The endoscope was quarantined after initial sampling, and no patients were involved or exposed to the endoscope. Following the positive culture, the endoscope was not clinically reused. There was no death or serious injury associated with this. As such, this report is being submitted in an abundance of caution.